Event description:
It was reported to boston scientific corporation that a interject injection therapy needle was used during an esophagogastroduodenoscopy (egd) procedure in the stomach. According to the complainant, during the procedure, the needle was extended and retracted several times successfully injecting medicine to the target areas. However, after several attempts, the needle would no longer extend. The device was removed from the scope, and a kink/bend was noted in the wire up at the handle. The physician completed the procedure with another interject injection therapy needle device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. This event has been deemed a reportable event based on the investigation results; the inner sheath had partially separated from the inner hub.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. The device issue: inner sheath separating from inner hub. A visual assessment was performed and found that the device was severely kinked/bent in multiple places. Due to the condition of the device, a full functional evaluation could not be performed. The inner hub was removed from the outer hub. When removing the inner hub it was discovered that the inner hub was not attached to the inner sheath. However, there is evidence that the inner hub was attached to the inner sheath at on time. The inner sheath has been torn away from the inner sheath. The kinks/damage to the device may have occurred due to anatomical or procedural factors that may have been encountered during the procedure, ultimately kinking the device and rendering it non-functional. Handling or removing the device from the scope may have further damaged the unit. The most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot.